Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an infusion set and supply change, with glucose rising to ¿high¿ and alerts persisting above 300 mg/dl for over 90 minutes; the site was changed and insulin delivery resumed, the prior site appeared normal, glucose decreased during the call, and a subsequent cartridge change was later performed due to continued high glucose after eating. Symptoms included fatigue and feeling unwell. Outcomes included the need for troubleshooting, site relocation, and cartridge replacement without hospitalization, professional intervention, ketone testing, or use of backup therapy. Investigation included guided troubleshooting and education, infusion site change, verification of insulin delivery resumption, and cartridge replacement. Investigation of this case revealed no visible site abnormalities and no device malfunction observed during calls, with persistent hyperglycemia of unclear cause despite set and cartridge changes. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.